Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Information received from the baxter complaint coordinator indicates that the peritonitis and death are unrelated to baxter devices or disposable products.

Event description:
This is a report by a baxter (B)(4) from (B)(6) of peritonitis in a (B)(6) female coincident to the administration of dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The root cause was unknown. The patient was not hospitalized for the event. Treatment included fortum 1.5 gm once daily and reflin 1.5 gm once daily via continuous intraperitoneal injection. The outcome was unknown. Dianeal was continued. Concomitant medications were not reported. The reporter assessed the event of peritonitis as not related to dianeal. Follow up information from (B)(6) 2011 indicated: multiple organ failure. On an unspecified date, the patient experienced multiple organ failure which led to patient's death on an unknown date in 2011. It is unknown if an autopsy was performed. The listed cause of death was not provided.